Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead had failed to sense, failed to capture and exhibited high pacing impedance measurements. The lead was repositioned; however, the issues persisted. The lead was not used, and a new lead was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture, failure to sense and high pacing impedance were not confirmed. As received, a complete lead was returned with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies.